Event description:
Reporter stated that patient obtained results of 0.6 mmol/l, 0.6 mmol/l, and 10.3 mmol/l, within 10 minutes, when testing on the compact plus system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).